Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system stopped working after harvesting on one of the patient's legs had been completed. A new kit was opened to harvest the other leg and complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(4), 2010, for investigation. A visual inspection revealed that the jaws were somewhat burnt and bloody, and were difficult to open and close. Resistance measurements were not within specifications. A pre-cautery test was performed on the returned device using a reference power supply and extension cable. The device did not perform according to specifications during several device activations. Based upon the functional test, the reported complaint "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4).